Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: as no customer data was provided, a customer data review could not be performed. Quality data review: as no lot number was provided, device history record review could not be performed. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) and abbott realtime sars-cov-2 amp rgt kit, us eua (B)(6) was performed and did not identify any internal or post-production use issues related to the reported complaint. Complaint history review: a part-specific complaint history review for abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) or abbott realtime sars-cov-2 amp rgt kit, us eua (B)(6) identified additional complaint tickets related to discrepant results. However, following the review of the related discrepant result tickets, no commonality was identified which would suggest a product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) or abbott realtime sars-cov-2 amp rgt kit, us eua (B)(6) was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported discrepant result when running realtime sars-cov-2 assay. The result was positive with the realtime sars-cov-2 assay, and when retested from a different sample in another lab with an unknown assay the result was negative. Customer was contacted to obtain further details; no further information has been received. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.